Manufacturer narrative:
The reported observation of lead fracture was confirmed. The root cause of the observation was due to a bend and stress to the lead at the proximal end of the swift-lock anchor location.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to lead fracture. Surgical intervention was undertaken wherein the lead was explanted. The lead fracture was confirmed upon explant.